Event description:
The reporter contacted animas on (B)(6) 2012, and stated the up and down arrow keypad buttons would scroll when pressed. The reporter denied damage to the keypad or trauma to the pump. The patient reportedly wore the pump in a case around the waist and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, all of the keypad button keys were found to be intermittently unresponsive; the up arrow and down arrow buttons were hypersensitive. The keypad was removed during evaluation and there was evidence of contamination found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.